Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 40 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.